Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during use, the product did not work. Product photographs showed that the batteries had leaked and were corroded. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. The device history record (DHR) for 00515048201 lot number z000010702, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using view 09-23 from the etq reliance system, there were 02 complaints that contained part number: 00515048201 lot# z000010702 and complaint description with the keyword: work the highest occurrence for a given manufacture date was 66. The keyword of work was chosen as a filter based upon the reported failure of this product became not to work during use. Using view 09-23 from the etq reliance system, there were 57 complaints from 31 august 2017 to 12 december 2018 that contained part number: 00515048201, complaint description with the keyword: work. The keyword of work was chosen as a filter based upon the reported failure of 'this product became not to work during use.' On 31 august 2018, it was reported from (B)(6) hospital that the product stopped working during use. On 05 december 2018, a returned product investigation was performed on the 00515048201. The physical evaluation revealed that the device was not working, and battery damage was found. It was also noted that the device was returned with the with the trigger depressed. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 00515048201 stopped working during use, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.